Event description:
Issue has been happening for the past year. Every shipment of dexcom g7 sensors that are manufactured in malaysia fail prematurely. A sensor is supposed to last 10 days and they rarely last past 3-4 days. Sensors are inputted in arm and arm is swabbed with alcohol swab before insertion per their guidelines. Overpatch is placed on per their guidelines. Asked repeatedly for them to not send me the products made in these facilities but they say it is out of their control and must be through my healthcare provider. Asked (B)(6) and they said it is out of their control and to ask dexcom. Other people with type one diabetes have also noted this problem that I have spoken with. A1c has risen from 6.3 to 6.8 due to these issues. Has been at least 15 sensors in the past six months that have expired early. Attached images on 2 recently failed sensors that each failed in under two days. Pt: 1905. Device: 3023, 4045. Ref: mw5187122, mw5187123, mw5187124, mw5187125, mw5187126, mw5187127, mw5187128, mw5187129, mw5187130, mw5187131, mw5187132, mw5187133, mw5187134, mw5187135.